Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation. (B)(4). Not applicable.

Event description:
According to the reporter, this non-clinical demo unit did not fire. The unit had not reached end of life.

Manufacturer narrative:
We have received information stating that this unit is for non-clinical demo use only. This information determines that this is a non-reportable incident.